Event description:
A device was returned to the third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the service center, the device was visually inspected and found evidence of foam degradation. Evaluation findings showed the bottom enclosure was damaged and debris on the lcd screen. During the evaluation, foam particles were observed in the blower kit. The device was corrected.